Event description:
The physician intended to implant a 2.75 mm diameter x 18 mm length resolute integrity rapid exchange (rx) drug-eluting stent to treat a total occlusion lesion in the rca with severe calcification. Prior to this the lesion was pre-dilated and two resolute integrity stents were successfully implanted in the rca. An attempt was then made to deliver the 2.75 x 18 mm resolute integrity stent distal to the previously implanted stents. This stent passed through the previously implanted stents without any difficulties, however, when an attempt was made to inflate the balloon of the device, it failed to inflate and the device was removed from the patient. The device was replaced with another resolute integrity stent with no complications. There were no abnormalities noted during device inspection or during the performance of negative purge prior to use. The device was returned to the manufacturing facility and a leak was observed from the shaft of the device. Evaluation summary: the stent was positioned on the balloon between the inner shaft markers with no deformation evident. The distal shaft was torn distally from the guide wire entry port approximately 1.10cm along the shaft. Negative purge failed due to the tear on the distal shaft. On pressurization of the device, a leak was observed from the tear site on the distal shaft. Cine image review: procedural images were provided for review. The images confirmed the rca vessel was severely diseased. The images show the successful delivery and deployment of three stents in the rca, however there were no images provided showing the attempted deployment and subsequent withdrawal of the 2.75 x 18 resolute integrity stent.

Manufacturer narrative:
(B)(4). Evaluation results: related to operational context (no abnormalities noted during device inspection or the performance of negative purge prior to use. Root cause of reported event most likely occurred during use in the severely calcified and totally occluded lesion). Conclusions: operational context contributed to event (no abnormalities noted during device inspection or the performance of negative purge prior to use. Root cause of reported event most likely occurred during use in the severely calcified and totally occluded lesion).